Event description:
It was reported that during an implant procedure the cardiovascular technician assisting with the implant accidentally turned off the implant detection feature and the implantable pulse generator (ipg) switched to unipolar pace/sense polarity, causing the patient to experience complete heart block and asystole. The right ventricular (rv) lead was then disconnected, attached to pacing system analyzer (psa) cables, and then reconnected to the ipg two more times. On the third re-insertion, it was noted the setscrew was no longer clicking into place and would not tighten/set the rv lead in the header as the rv port setscrew was stripped. The ipg was attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the cardiovascular technician assisting with the implant accidentally turned off the implant detection feature and the implantable pulse generator (ipg) switched to unipolar pace/sense polarity, causing the patient to experience complete heart block and asystole. The right ventricular (rv) lead was then disconnected, attached to pacing system analyzer (psa) cables, and then reconnected to the ipg two more times. On the third re-insertion, it was noted the setscrew was no longer clicking into place and would not tighten/set the rv lead in the header as the rv port setscrew was stripped. The ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 407458 (serial:(B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient's asystole and complete heart block was underlying and exacerbated due to the stripped setscrew issue on the third re-connection.

Manufacturer narrative:
Correction to h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.